Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place on 07sep2022 to per pocket revision and ipg repositioning was performed. Reportedly, the top of the ipg pocket was opened the ipg was repositioned pointing up. The issue has been resolved post op.

Event description:
Reportedly, the ipg had flipped in the pocket. The ipg was repositioned to correct orientation and moved up in the pocket to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.